Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer's nurse is need of assistance in suspending a patient pump. The customer's nurse stated that patient was admitted two days ago. Customer woke up not all the way there and ripped of his stuff. Customer's nurse was assisted in suspending the customer pump. Customer's nurse was advised to have the customer call medtronic so we can troubleshoot for his high blood glucose. Customer's nurse stated there just going to monitor him every 2 hours and if his blood glucose drops he will monitor every one hour.